Event description:
It was reported that an episode of nsln that was stored inappropriately. No programming changes were made and the patient would be monitored. Device remained implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.